Event description:
The end user reported that the hand piece had self-activated.

Manufacturer narrative:
Originally, conmed's distributor, (B)(4), received a complaint from their customer. The customer stated that the hand piece had self-activated the device in question was returned and evaluated by conmed. The returned hand piece was subjected to an electrosurgical unit interface test, which simulates actual use. The returned device had passed and the reported malfunction could not be duplicated.